Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was noted during a merlin.net transmission. The patient was symptomatic stating that she felt -earthquakes- during the alerts. The right atrial lead was explanted and replaced on (B)(6) 2014.